Event description:
It was reported that a spectrum pump has an "ec - defective door." It was also reported that there was no patient incident. Evaluation identified "door jammed" messages found within the pump's history log.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the reported symptom. Evaluation confirmed the reported symptom through the identification of "door jammed" messages found in the history log. Further evaluation found an intermittent lower link switch most likely contributing to the reported symptom. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.